Event description:
The facility representative contacted a technical service representative to report an ipump with "no info....pump just does not work ". It is unknown when and where this event occurred. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported malfunction of ipump with "no info....pump just does not work was not confirmed and not reproduced. However, review of the service documentation attachment and repair-primary activity parts tracker confirms that service did replace the printed circuit board due to it being "damaged prior to service". The problem was not reproduced. A device history review was performed finding no abnormality observed. Should additional information be received, a follow-up medwatch will be submitted.